Event description:
It was reported that during preventive maintenance (pm) by a getinge service territory manager (stm) of the cardiosave intra-aortic balloon pump (iabp), the drive manifold leak test failed . There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the issue replaced the drive manifold to resolve the issue and completed the scheduled pm. The stm then completed functional testing and safety checks to factory specifications, and the unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) by a getinge service territory manager (stm) of the cardiosave intra-aortic balloon pump (iabp), the drive manifold leak test failed . There was no patient involvement, and no adverse event was reported.